Manufacturer narrative:
The ventilator was requested for investigation, but not yet received. Investigation results will be reported in a follow up report.

Event description:
It was reported that: the device maintenance of evita 4 was performed by a drager service tech. During the standardized test of the performance of the buzzer for giving the mains supply loss alarm the technician experienced pain in his ear. Weeks later, hearing loss of the technicians left ear was diagnosed.